Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the electrode revealed that there was saline solution residue in the suction tube indicating the device had been used. Visual signs of activation were found at the active tip. When observed under magnification, the active tip of the electrode is burned slightly, thus confirming this complaint. Due to safety and protection of lab equipment no functional testing was performed. The supplier completed a CAPA investigation to address this failure. The likely root cause has been identified as small gaps or low application of the epokek adhesive creating a weak dielectric barrier between the active tip and the surrounding ceramic head, resulting in sparking and arching. Training requirements were updated to be performed on a six-month basis. This issue is also being investigated by mitek. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is not currently available.

Event description:
The affiliate reported via email during procedure, appearances of intra-articular muscular contractions, electric arcs and interference on the scope. Use of another device no patient consequences. Additional information received via email from the affiliate on 11-6-2017: the issue was detected during procedure, the sparking was inside the patient, nothing fell into the patient, the failure was the sparkling, there was a resulting surgical delay of less than 30 min, the procedure was able to be completed by changing the electrode, no patient impact.